Manufacturer narrative:
Concomitant medical products: product ID: t505u229, product type: valve, implant date: (B)(6) 2014 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial (ra) lead which was easily reproducible during testing. The lead was explanted during a routine upgrade procedure. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.